Event description:
It was reported that there was an issue with the pixels on the pump touchscreen. It was also reported that the customer experienced a blood glucose level (bg) of "low", cause of low bg and specific value were unknown. The customer consumed carbohydrates to address the low bg. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.